Manufacturer narrative:
Results: the 4maxc was fractured beneath the strain relief approximately 3.0 cm from the hub. Yield marks were present near the fracture site. The distal tip was shaped. Conclusions: evaluation of the returned 4maxc revealed a fracture beneath the strain relief. Yield marks were present near the fracture site, indicating the device likely kinked prior to fracture. If the device is forcefully mishandled at extreme angles during removal from its packaging hoop or otherwise mishandled during preparation for a procedure, damage such as a kink may occur. If a kinked device is further manipulated, it may worsen to a fracture. The fracture likely contributed to the reported leaking during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 4max reperfusion catheter (4maxc). During the procedure, prior to advancement into the patient, the physician began flushing the 4maxc with a continuous flush of saline and it was reported that the 4maxc was leaking at a proximal portion of the 4maxc, just past the hub. The physician then noticed that the 4maxc was broken into two pieces and connected by a wire, just past the hub. The 4maxc was therefore removed and was not used in the procedure. The procedure was completed using another 4maxc. There was no report of an adverse effect to the patient.